Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for routine follow-up, an alert for high hv lead impedance was observed. Pocket encapsulation as a possible cause of elevated measurements was suspected. Patient's device will continue to be monitored and further tests will be performed.